Event description:
The report received indicated that while a f6 st+ al iii 100cm catheter was being removed from the package, pieces of plastic in the wrapper were found. The catheter was not used on pt. There was no damage to the shipping box, the outer product box or the inner pouch. The pieces of plastic that were found appeared to be catheter pieces. Another catheter was used for the procedure and there were no pt complications. The product was discarded.

Manufacturer narrative:
As a 6fr supertorque+ diagnostic catheter was removed from its sterile pouch, "small pieces that appeared to be catheter pieces" were found. The catheter was not used and no pt injury occurred. No damages to the packaging were noted. The product was not returned for evaluation; it was discarded at the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. It is not known what factors may have contributed to this event.